Manufacturer narrative:
The stent remains implanted and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported implanting the stent in tissue, but heme clouded visualization and the surgeon was not sure if the stent was actually positioned in the trabecular meshwork. The surgeon tapped the snorkel of the stent and the stent disappeared. The surgeon believes the stent is lost in the iris. A second stent was opened and implantation was attempted, but not successful due to compromised visibility from heme. This second stent was retrieved from the eye without incident. The surgeon examined the patient postoperatively and there has been no sign of inflammation. The surgeon is continuing to monitor the patient and at this time no intervention has been performed and there are no plans to retrieve the stent.